Manufacturer narrative:
Phone number (B)(6).

Event description:
The customer reported that their patient information center was not audible. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.